Event description:
It was reported that while using bd phoenix¿ ap the ap tubing was incorrectly positioned and became contaminated and also contaminated samples. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported result issues, explanation not fully understandable information received from region - were patient samples involved? Yes. Was the event caused by a use error? Yes, the ap tubing was incorrectly positioned, it became contaminated and contaminated the samples did the patient/medical provider perceive results to be correct and report them? Yes. Is resistance to vancomycin in staphylococcus rare? Yes. Is a confirmatory test always performed? No. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap the ap tubing was incorrectly positioned and became contaminated and also contaminated samples. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: customer reported result issues, explanation not fully understandable information received from region - were patient samples involved? >>> yes was the event caused by a use error? >>> yes, the ap tubing was incorrectly positioned, it became contaminated and contaminated the samples did the patient/medical provider perceive results to be correct and report them? >>> yes is resistance to vancomycin in staphylococcus rare? >>> yes is a confirmatory test always performed? >>> no was a patient treated based on erroneous results? >>> no was there any adverse impact to the patient due to the treatment? >>> no was there any delay in diagnosis or treatment due to this event and if yes, how much? >>> no.

Manufacturer narrative:
H6: investigation summary this complaint is for the phoenix ap qc failing due to contamination. No product returns or photos were provided for investigation, however the fse found the tubing to be incorrectly positioned. No mechanical issue was found. Without further data on contamination, this complaint is not confirmed. Issue. A review of complaints revealed no trend for this failure mode. DHR review is not required in this investigation as the instrument is qualified at install at the customer site. Based on the severity and rate, a corrective and preventive action (CAPA) investigation was not initiated. Rather, this defect will be evaluated for further continuous improvement opportunities. See h10.